Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. Upon return of pulses, the crew attempted to obtain a 12 lead ECG. The monitor failed to capture an ECG and alerted that the leads were not connected. The crew tried a spare set of 12 lead cables with the same result. Another unit arrived and the patient was transported to the nearest emergency room. The device was in use on a patient and there was no adverse event to patient or user.

Event description:
It was reported to philips that an als unit was treating a patient in cardiac arrest. Upon return of pulses, the crew attempted to obtain a 12 lead ECG. The monitor failed to capture an ECG and alerted that the leads were not connected. The crew tried a spare set of 12 lead cables with the same result. Another unit arrived and the patient was transported to the nearest emergency room. The device was in use on a patient and there was no adverse event to patient or user. A philips field service engineer (fse) evaluated the device. The reported issue was confirmed and traced to a faulty ECG leadset. The fse replaced the ECG leadset. The device passed all performance assurance tests and was placed back into use with the customer.